Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Manufacturer narrative:
Physician statement: doctor confirmed capsule contracture on the right side.

Event description:
Capsule contracture.